Event description:
Terumo medical corporation received the following reported information: the angio-seal presented resistance when inserted into the patient's femoral artery. There was no blood loss. Additional information was received on 18sept2025: there was difficulty inserting the angio-seal introducer or connecting it between the skin and artery. The procedure was performed normally. Hemostasis was achieved with manual pressure. The patient was stable and without complications. The user did not have difficulty inserting the locator into the connector. The user was able to attach the locator and connector and successfully insert and lock the locator into the connector. There was audible click during attachment. There was tactile feedback after attachment. The user attempted to attach the locator and hub only once. The locator did not separate after attaching it to the hub. The locator was not loose and stayed in place, it was inserted correctly. There was separation; the user simply was unable to insert the hub and the locator, thus deforming the hub. Deformation of the hub was the local effect of the problem. The patient was not injured.

Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: care safety. The actual device has been returned for evaluation. Based on the evaluation of the returned sample this report has been deemed reportable. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the locator, carrier tube, guidewire, and hemostasis sheath. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned and were fully separated. The hemostasis sheath was kinked at the blood inlet hole. The locator was broken apart at the inlet hole. No other damage or issues were identified. One photo was also provided which showed the locator, hemostasis sheath, guidewire, and carrier tube. The locator and hemostasis sheath were kinked at the blood inlet hole. The locator was not broken on the provided photo. No other damage or issues were identified. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The hemostasis sheath and locator were returned and were fully separated. The hemostasis sheath was kinked at the blood inlet hole. The locator was broken apart at the inlet hole. One photo was provided which showed the locator and hemostasis sheath kinked at the blood inlet hole. The locator was not broken on the provided photo. The breakage appears to have occurred after the event and prior to device return. As a result, the complaint was confirmed for a kinked sheath and locator. The exact root cause cannot be determined. The likely cause was damage sustained by the device during insertion into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).